Event description:
While using device for surgical procedure, when inserting mesh with grasper through port, the internal gray washer fell apart from trocar. Device defect was also noted as follows: "there is a grey washer at the top of the laparoscopic port. The washer is glued in place. We have to insert mesh through the washer and port and into the abdomen. As the mesh goes through, if the grey washer is not glued securely enough, the friction from the mesh pulls off the washer and the washer gets "looped' onto the mesh. I then have to remove the mesh, put the washer back in place, and then we have to manually keep the washer in place while putting the mesh in." No harm to patient. It was also noted that staff have seen a trend with this defect and that "sometimes it takes 3-4 tries before we can get the mesh in."